Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: the patient was readmitted to the ER with abdominal pain, aneurysm growth and a potential endoleak. Five endurant stent grafts were implanted the next day after which an angiogram was performed and no endoleak was detected. The physician's plan was to cover the renals bilaterally and extend the stent graft proximally to the sma. That was done with an endurant 28/28/49 cuff. Then an endurant 16/16/124 limb was placed in the right limb relining the stent graft and extending with an endurant 16/16/82. The same was done on the left side with endurant 16/16/124 and 16/16/82. An angio was performed and again no leak was detected. The renals were still perfusing.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm diameter abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with flank and back pain. The patient was admitted and the aneurysm sac was found to have grown from 4.8 to 5.1 cm. The patient was transferred to another facility where angiograms were performed in multiple views with no endoleak was present. The physician determined to open the patient's abdomen (exploration); however, was unable to locate an endoleak. The stent graft was well opposed both proximal and distal. The only way the physician could find an endoleak was to press on the stent graft (during the open procedure) at the overlap on the contralateral side and there was a slight endoleak through the stent graft. The physician wrapped a surgical graft around the aneurx device and sutured it and closed the patient. No additional clinical sequelae were reported and the patient is fine.